Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a sensor issue. Blood glucose value was 52 mg/dl at the time of the incident. The customer declined to troubleshoot for the low blood glucose value. Troubleshooting was performed but did not resolve the issue. The device will be replaced but not returned.